Event description:
The customer reported the evis exera iii xenon light source intermittently switches to the spare lamp from the primary lamp. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of main lamp intermittently switching to spare lamp was confirmed due to faulty non-olympus lamp. The non-olympus lamp life meter was reading at 414 hours 27 minutes. In addition, the light output was measured out of range and the worn out- socket slider switch causing intermittent use of high intensity mode were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the use of a faulty non-olympus/unrecommended lamp could not be identified. Olympus will continue to monitor field performance for this device.